Event description:
The facility reported several incidents in which the extension set leaked where the tubing meets the adapater, above the filter. Chemo in at least one instance chemotherapy drug was spilled on the patient. No patient injury or medical intervention reported. No additional information available.

Manufacturer narrative:
Due to the samples being contaminated with chemo, an evaluation will not be performed. A companion sample was requested, but will not be returned by the customer. Similar incidents have been received for this product family. This incident has been communicated to the responsible baxter personnel to review and determine if this data is within the expected level of occurrence.